Event description:
It was reported that during the implant procedure, after the lead was connected to a competitor device, noise was confirmed. The device was changed, but the noise continued, so the lead was also replaced, which resolved the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.